Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads always fall off when you brush your teeth [device breakage]; no adverse event [no adverse event]. Case description: (B)(4). A (B)(6) male consumer reported that the oral-b flexisoft brushheads do not hold onto the oral-b rechargeable toothbrush, version unknown in a satisfactory way, elaborating that the brushheads always fall off when one brushes his or her teeth. He noted that he had purchased three packages of these brushheads and all had this same product defect. No symptoms developed.